Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad cracked while being used for implant impacting. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. There was no patient harm. The product will not be returned due to it was disposed by the staff after photos were taken.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided photographs showed the impactor pad in 2 pieces and confirmed the item and lot number. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.